Event description:
Related manufacturer reference numbers: 2017865-2021-40105, related manufacturer reference numbers: 2017865-2021-40106. It was reported that the patient presented in clinic with pocket erosion. It was also noted that there was an infection. The whole system including the implantable cardioverter defibrillator, the atrial lead and the right ventricular lead were explanted. Patient condition was stable.